Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 800 mg/dl; cause was not known. The customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6)2024 with the issue resolved and potential liver or kidney damage. During troubleshooting with tandem technical support, it was reported that a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.